Event description:
It was reported to philips that the electric shock plate and electric shock plate holder are burnt black. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the electric shock plate and electric shock plate holder are burnt black. The fse evaluated the device onsite and determined that the components were burnt black due to the jelly not being properly dried off the paddle electrodes. The rectangular paddle electrode and paddle tray plates were replaced to resolve the issue, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to product maintenance. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.